Event description:
The customer contact reported the pump did not alarm when the tubing was clamped distal to the pump. The pump was returned to the biomedical engineering department with a note that stated, "showing occlusion all the time when there wasn't one." During testing at the user facility, the device did not alarm when the tubing was clamped distal to the pump. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.